Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 340 mg/dl. Troubleshooting with tandem technical support was performed and determined that air bubbles were observed within the infusion set tubing. A correct bolus and manual insulin injection was administered to address bg level. Customer primed the tubing and resumed insulin delivery.